Event description:
Case description: this case was reported by a consumer and described the occurrence of fear in a 73-year-old female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number usj021, expiry date 31st july 2019) for dry mouth. On an unknown date, the patient started biotene mouth spray (savannah). (B)(4) 2019, less than an hour after starting biotene mouth spray (savannah), the patient experienced fear, red face, cough, difficulty breathing, panic reaction, discomfort, vomiting, respiratory tract irritation, speech disorder and emotional distress. On an unknown date, the patient experienced adverse drug reaction and wrong technique in device usage process. Biotene mouth spray (savannah) was discontinued on (B)(6) 2019. On an unknown date, the outcome of the fear, red face, cough, difficulty breathing, panic reaction, discomfort, vomiting, respiratory tract irritation, speech disorder, emotional distress, adverse drug reaction and wrong technique in device usage process were unknown. The reporter considered the fear, red face, cough, difficulty breathing, panic reaction, discomfort, vomiting, respiratory tract irritation, speech disorder, emotional distress and adverse drug reaction to be related to biotene mouth spray (savannah). It was unknown if the reporter considered the wrong technique in device usage process to be related to biotene mouth spray (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received on (B)(6) 2019 via live call. Consumer reported that, "well my sister gave you your product the biotene spray because I have dry mouth and I used it last night. Some must've gotten down left side traquea. It is irritated, I had difficulty breathing and coughed a lot. I'm a nurse was a little panic, it lasted probably 30 minutes to 1 hr. I could hardly get air in and coughed a lot I beet red in the face. I was afraid I was going to have to go to the hospital. I probably didn't do it right. I'm calling because I am throwing this out, I'm upset with the reaction I had. I had an adverse reaction. Today I can still feel it, trouble talking, difficulty. I threw up last night sometimes happens when you cough a lot. I don't have the package. It doesn't say anything about this occurring this significant reaction. I can still feel it today swallowing. Do you recommend I do? I used it once while I was down there and this is the second time I used it.I would like to have a call back about that. Any side effect when they put it on the label. Someone could have a reaction. I think it should be put on the label. I want to know what was the result of this. Do many dentist give this out to patients?". Follow up information was received on (B)(6) 2019 via authorization form along with adverse event reporting (aer) form by nurse. The provided demographic details of consumer were added to the case. Consumer reported that, "I did not seek medical attention, however dentist thought I may have had a allergic reaction to the biotene mouth spray from my reporting of reactions experience. In using it by myself needs perhaps caution on label. I sprayed 1 spray into my mouth at 10 pm for dry mouth. It apparently irritated my trachea causing me to have difficulty breathing in causing stridor with frequent prolonged cough after each intake. Cough included red face and caused me to vomit, subsided after half an hour. Had respiratory track irritation for 2 days. As I think back on the experience, it seems I probably sprayed too far back into my respiratory tract.after 1 to 2 days of ibuprofen. I did not seek medical advice". Start date of suspect product was added into the case. The consumer used ibuprofen as treatment medication.

Manufacturer narrative:
Argus case (B)(4).

Manufacturer narrative:
The report # 3012293198-2019-00027 is associated with (B)(4).

Event description:
I used it last night. Some must've gotten down left side traquea [accidental device ingestion]. I was beet red in the face [red face]. Coughed a lot / happens when you cough a lot [cough]. I had difficulty breathing / I could hardly get air in [difficulty breathing]. Swallowing discomfort [discomfort]. I threw up last night [vomiting]. Some must've gotten down left side traquea. It is irritated [respiratory tract irritation]. Today I can still feel it, trouble talking, difficulty [oral discomfort]. I had an adverse reaction / it doesn't say anything about this occurring. This significant reaction [adverse drug reaction] I probably didn't do it right [wrong technique in device usage process]. Case description: this case was reported by a consumer and described the occurrence of fear in a (B)(6) year-old female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number usj021, expiry date 31st july 2019) for dry mouth. On an unknown date, the patient started biotene mouth spray (savannah). On (B)(6) 2019, less than an hour after starting biotene mouth spray (savannah), the patient experienced fear, red face, cough, difficulty breathing, panic reaction, discomfort, vomiting, respiratory tract irritation, speech disorder and emotional distress. On an unknown date, the patient experienced adverse drug reaction and wrong technique in device usage process. Biotene mouth spray (savannah) was discontinued on (B)(6) 2019. On an unknown date, the outcome of the fear, red face, cough, difficulty breathing, panic reaction, discomfort, vomiting, respiratory tract irritation, speech disorder, emotional distress, adverse drug reaction and wrong technique in device usage process were unknown. The reporter considered the fear, red face, cough, difficulty breathing, panic reaction, discomfort, vomiting, respiratory tract irritation, speech disorder, emotional distress and adverse drug reaction to be related to biotene mouth spray (savannah). It was unknown if the reporter considered the wrong technique in device usage process to be related to biotene mouth spray (savannah). Additional information: adverse event information was received on (B)(6) 2019 via live call. Consumer reported that, "well my sister gave you your product the biotene spray because I have dry mouth and I used it last night. Some must've gotten down left side traquea. It is irritated, I had difficulty breathing and coughed a lot. I'm a nurse was a little panic, it lasted probably 30 minutes to 1 hr. I could hardly get air in and coughed a lot I beet red in the face. I was afraid I was going to have to go to the hospital. I probably didn't do it right. I'm calling because I am throwing this out, I'm upset with the reaction I had. I had an adverse reaction. Today I can still feel it, trouble talking, difficulty. I threw up last night sometimes happens when you cough a lot. I don't have the package. It doesn't say anything about this occurring this significant reaction. I can still feel it today swallowing. Do you recommend I do? I used it once while I was down there and this is the second time I used it. I would like to have a call back about that. Any side effect when they put it on the label. Someone could have a reaction. I think it should be put on the label. I want to know what was the result of this. Do many dentist give this out to patients?".